Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl to 400 mg/dl. The customer reported that the insulin pump appeared to stop pumping insulin. The customer reported that the insulin pump had stopped pumping insulin before a low reservoir alarm. The customer declined to troubleshoot. No additional information was provided.